Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 2 atms on the initial inflation. The lesion being treated was a very calcified, 100% stenotic lesion in a minimally tortuous posterior descending branch of the rca. It is noted that due to the hardness of the stenosis, resistance was encountered during insertion of the maverick otw balloon. The patient was asymptomatic during this event. The maverick otw balloon catheter was removed and replaced with a hayate pro 1.5 balloon catheter, but this device was unable to pass the lesion and the procedure was terminated. Patient status is reported as 'good'.